Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant products: medikit 6f 26cm parent plus sheath introducer, fmd chevalier 14 universal guidewire.

Event description:
As reported, a saber 7mm2cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was inflated for post-dilation. However, it ruptured at 10 atmospheres (atm). Therefore, the balloon was changed to another new saber balloon and the procedure finished successfully. There was no report of patient injury. The device will be returned for analysis. The target lesion was the left common iliac artery. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. An ipsilateral approach was made and a guiding catheter (non-cordis) was placed. An ipsilateral retrograde approach was made with a guidewire (non-cordis). The diameter of the lesion was 10mm. Pre-dilation was performed with a saber pta. After that, a stent (10*30 smart, cordis) was placed and the saber pta was inflated for post-dilation. The product was stored, handled, and prepped according to the (instructions for use) IFU. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient.

Manufacturer narrative:
A saber 7mm x 2cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated for post-dilation. However, it ruptured at 10 atm (ten atmospheres). Therefore, the balloon was changed to another new saber balloon and the procedure finished successfully. There was no report of patient injury. The target lesion was the left common iliac artery. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. An ipsilateral approach was made and a guiding catheter (non-cordis) was placed. An ipsilateral retrograde approach was made with a guidewire (non-cordis). The diameter of the lesion was 10mm. Pre-dilation was performed with a saber pta. After that, a stent (10*30 smart, cordis) was placed and the saber pta was inflated for post-dilation. The product was stored, handled, and prepped according to the (instructions for use) IFU. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. It is unknown what type and brand of inflation device was used (indeflator/syringe). It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. The device was returned for analysis. A non-sterile unit of saber 7mm x 2cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated no other damages were noted. Per functional analysis a 0.018¿ guide wire (lab sample) was successfully advanced through the guidewire lumen from the tip. Flushing was performed and a pin hole was noted on the balloon middle section. Per microscopic analysis dried blood residues were observed inside of the body at 2.5 cm from the distal tip. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface and distal marker band did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17284787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and tortuosity and a rate of inflation of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.